Event description:
In 2008, the lay-user/ pt contacted lifescan alleging that a one touch ultra meter would not power on. The pt tests her blood glucose once a day. She manages her diabetes via pills, diet and exercise. The pt indicated that the alleged meter issue started on the previous month at 7:00 am. Before the reported meter issue began, the pt had symptoms of a headache and stress. As a result of the alleged meter issue, the pt administered self-care by taking her usual dose of glucophage (500 mg). Prior to seeking medical assistance on the next day, the pt was able to test her blood glucose on her aunt's meter and got a result of "480 mg/dl". It is not known what date/time the result was obtained. On the same day, the pt received assistance from an unidentified health care professional (hcp). The pt was given 1000 mg of metformin and an insulin injection. It would have been helpful to know the following info: when the pt typically tests her blood glucose during the day, her diabetes management regimen, what her last blood glucose result was on the reported meter, and when the result was obtained. In addition, it would have been helpful to know if the hcp tested the pt's blood glucose.the pt did not have a replacement battery for troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she obtained a result of "480 mg/dl" and received insulin from a healthcare professional after the alleged meter issue began. It is not clear as to what date/time the pt was able to test on her aunt's meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluated them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.